Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: oil fluid leaked from device. On (B)(6) 2013, prior to the start of a tibial diaphysis fracture procedure, the surgeon found white oil attached to the main body of the trauma recon system around the rented out radio lucent drive. The device was sterilized the day prior to surgery. At the doctors discretion the device was cleaned and sterilized again. The doctor thought the grease might have leaked from the inside of the device. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Manufacturer narrative:
An evaluation was conducted and it states that the complaint was closed without a report because no material has been returned. An internal investigation was completed.

Event description:
This is 1 of 6 reports for the same event (B)(4).